Event description:
The customer reported the alarm has been in use less than 1 year and already the hold/suspend button is missing. There was no pt contact or injury reported.

Manufacturer narrative:
(B)(4) - holds/suspend button missing. Eval results: eval of the returned product found battery leakage residue on the flat battery contacts. The hold/suspend button is missing. The battery door is missing. The aqualert water indicator label shows moisture exposure. There are yellow/brown stains inside the battery compartment. (B)(4).